Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarmed due to corroded keypad traces. Unit was tested with test keypad and no frozen display noted. Unit had missing and cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.